Event description:
It is reported that a customer passed away. The date in which medtronic was aware of the patient's passing was (B)(4) 2014. The caller stated the insulin pump was sold on craiglist. The number that was reached out was not in service. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.